Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 49 mg/dl. The customer declined troubleshooting for the sensor discomfort he experienced. He reported that the low blood glucose was a result of his being active and not eating. He advised that he treated for the issue, and the blood glucose reading rose to 85 mg/dl. Nothing further reported.